Event description:
Per the clinic, implant surgery on (B)(6) 2010 could not be completed due to a medical/surgical complication. An additional surgery was required on (B)(6) 2010 to successfully implant the patient.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Device is not available for analysis. This report is filed (B)(4) 2012.